Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm charger balloon catheter was selected for a subclavian angioplasty procedure. During preparation, saline was put into the balloon and upon checking the balloon, a pin hole was noticed. The procedure was completed with another of same device. There were no patient complications and the patient's status was fine.